Event description:
During the implant procedure on (B) (6) 2010, the subject device was appropriately fixed to the cardiac wall. However, the sensing value was inappropriate, so a repositioning attempt was unsuccessful after several attempts because the helix would not retract. Reportedly, the correct procedures for retracting the helix were followed during the attempt. The lead was detached from the cardiac wall by rotating the lead body. A trial of the function of the mechanism was performed upon removal, and confirmed to operate normally. Another lead was implanted instead.

Manufacturer narrative:
On (B) (6) 2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.